Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported flaps are about twenty microns thinner than expected. Additional information requested.

Manufacturer narrative:
During technical onsite visit after this event , the field servcie engineer (fse) performed verification of z offset adjusted from -265 to -260. Verified system according to specifications. No parts replaced. The system meets specification per service installation record. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).